Event description:
The complainant stated there is a problem with the brakes on the stretcher.

Manufacturer narrative:
The technician isolated the issue to a broken rocker arm on the foot end of the stretcher which prevented the brake from engaging. The technician replaced the rocker arm and connecting rod to repair the stretcher. The brake is functioning correctly.